Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "the doctor passed the stitch and the moment of knotting the needle is broken" please clarify. Was the needle retrieved during the same procedure? What is current condition of the patient? Procedure date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a septorhinoplasty on (B)(6) 2020 and suture was used. During the procedure, the doctor passed the stitch and the moment of knotting the needle is broken. There were no adverse patient consequences reported. Additional information was requested.